Event description:
During the procedure when attempting to secure the plate with the screw, two drivers were used . Both became deformed, and for one driver, the tip broke off in the screw. The tip of the driver was not able to be removed from the implanted screw and remains in the patient. This report is related to report number 3025141-2022-00068 which is on the driver with a broken tip, report number 3025141-2022-00070 which is on the screw involved in this event, and report number 3025141-2022-00071 which is on the plate involved in this event. This report is on the second driver used.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The 80-0759 "t8 stick fit hexalobe driver" batch number 530524 was received for evaluation. No information regarding the screw or plate involved in this event was provided. The reported event suggests the plate is an acu-loc 2 vdr proximal plate and the returned driver is meant to be used with 2.3 mm screws. As not all the relevant components were returned, this evaluation cannot be definitively conclusive. The returned part was examined with magnification. Brown discoloration and staining on surfaces toward driver end and near markings. Twisting warpage of hexalobe drive feature . The twisting warpage of the hexalobe drive feature could potentially indicate a brittle failure mode that may feasibly occur from an overload during torsional twisting of the driver; however, due to unknown procedural conditions, no definitive conclusion can be made.